Event description:
It was reported that a cartridge did not fit onto the pump. Subsequently, it was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge fit issue was verified while based on the analysis, the alleged fill estimate issue could not be verified.